Event description:
It was reported that the patient presented for a remote follow up via merlin.net with bradycardic events and a right ventricular (rv) lead that exhibited noise over-sensing and high pacing impedance. Programming changes were made. The patient then presented in clinic on (B)(6) 2022. The rv lead was capped and replaced. The patient was in stable condition.